Manufacturer narrative:
On (B)(6) 2020 customer returned insulin pump for an alleged a21/a17 alarm and keypad button anomaly. Device received with intermittent bolus express, esc, act and up buttons due to corroded keypad trace. No unlocked j2/lcd keypad connector noted. Device passed the displacement test, self-test, and failed a21 alarm test due to voltage leak at interface board. Device received a21 alarmed after battery change and resets time/date to factory default due to voltage leak at interface board. No unexpected a17 alarm anomalies noted during testing. The insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Swapping out test interface boards confirms a21 alarmed and measure voltage leak at interface board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. Device had cracked battery tube threads, broken reservoir tube lip, cracked lcd window, cracked case display window corner, missing end cap sticker, missing address/serial number label. Device received with intermittent bolus express, esc, act and up buttons due to corroded keypad trace and alarmed a21 alarm due to voltage leak at interface board was confirmed. No unexpected a17 alarm noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and delayed response while button press. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The unexpected restart alarm recurred while using insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.